Event description:
It was reported that during surgery the ratchet stopped working. No additional graft was required. No harm reported. A few minutes extension in procedure to finish meshing. At product evaluation during the investigation, the device comb was found to be damaged. No adverse events were reported as a result of this malfunction. No further event information available at the time of this report.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number +(B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the device was not working; damaged comb and various other parts. The comb, side plates and screws, carrier guide, shoulder bolts, cap nuts, and bottom roller and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.